Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty removing the coil occurred. A 6mm x 20cm interlock¿-35 was selected for use in a transjugular intrahepatic portosystemic shunt. During procedure, the coil and pusher wire arms were interlocked in the introducer sheath before use and continuous flushing was performed. When 1cm of the tip of the coil was out of the catheter, it was noted that the interlocking arms of the coil became detached even though the arms were not rotated. Furthermore, it was noted that the position of the deployed coil was in an inappropriate location. The physician attempted to remove the coil with the catheter but failed to pull the coil back and the interlocking arm of the deliver wire was ineffective as it was unlocked. Finally, another unspecified device was used to capture the prematurely deployed coil and was removed from the patient's body. No other components of the coil remained inside the patient's body. The procedure was not completed due to this event. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within the introducer sheath. The twist lock of the introducer sheath had been opened. The coil and delivery wire were easily advanced and retracted without friction within the introducer sheath. The coil and delivery wire arms were easily detached after coil removal from introducer sheath. The introducer sheath, delivery wire and coil were inspected and no anomalies were noted. The zap tip of the delivery wire and main coil have a smooth surface. The interlocking arm of the deliver wire and main coil were also inspected and no anomalies were noted. The delivery wire dimensions and coil dimensions that could be measured were found to be in specification. The manufacturing record for this product has been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. However, an incompatible catheter was used during procedure. Please note that the direction for use state: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes. The interlocking delivery wire design allows the coil to be advanced and retracted before final placement in the vessel, thus aiding in more controlled delivery including the ability to withdraw the coil prior to deployment". (B)(4).

Event description:
It was reported that difficulty removing the coil occurred. A 6mm x 20cm interlock¿-35 was selected for use in a transjugular intrahepatic portosystemic shunt. During procedure, the coil and pusher wire arms were interlocked in the introducer sheath before use and continuous flushing was performed. When 1cm of the tip of the coil was out of the catheter, it was noted that the interlocking arms of the coil became detached even though the arms were not rotated. Furthermore, it was noted that the position of the deployed coil was in an inappropriate location. The physician attempted to remove the coil with the catheter but failed to pull the coil back and the interlocking arm of the deliver wire was ineffective as it was unlocked. Finally, another unspecified device was used to capture the prematurely deployed coil and was removed from the patient's body. No other components of the coil remained inside the patient's body. The procedure was not completed due to this event. The patient's status was stable.